Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that the lesion had a 90% stenosis and during the sixth cutting with the flexi-cut, the balloon ruptured at 2 atm. It was replaced by another one and performed twenty five cuttings at 4 atm to complete the procedure. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering has reviewed the case description, however, the device was not returned for analysis. Balloon ruptures may occur due to, but are not limited to, manufacturing, materials, pt anatomy, lesion morphology, preparation technique, and/or device handling. It was reported that the target lesion had 90% stenosis, which may have contributed to the failure. Since the device was able to be prepared for use, and used for several cuts, the failure may be to be related to circumstances during the procedure. However, without the return of the device, the reported discrepancy can not be confirmed, and a root cause can not be definitively determined.